Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required a pericardiocentesis and prolonged hospitalization. It was reported that a pericardial effusion was noticed post-ablation. The patient was still on the table, catheters had been pulled, and the physician had already walked away when the pericardial effusion was noticed. The patient did not speak english and that the patient told the anesthesiologist after ablation that she felt winded and short of breath. The patient was visibly sweating. The anesthesiologist pointed out that the patient's blood dropped to about 55/30. There were no issues with blood pressure until that moment. The pericardial effusion was confirmed with a transthoracic echocardiogram (tte). A different physician (regular cardiologist/non-electrophysiologist) performed a pericardiocentesis on the patient as the medical intervention. The patient's last known status was stable. The patient was being moved to the intensive care unit (ICU) and patient's stay was being extended. The patient improved. It was mentioned to the physician multiple times that the impedance reading displayed on the carto 3 system was high and that it was believed he was in the coronary sinus (cs). The physician acknowledged it and noted that he believed he was on the "lip" of the cs. The physician didn't try to stop anything as the physician thought was good and wanted to continue. Every time he went towards the cs more, the impedance went higher and it was noted. It was believed that one ablation may have caused the pericardial effusion due to visually being more in the cs and higher impedance. The following information regarding the one specific ablation lesion: the total time was 8.53 seconds, the impedance range was 183-170 ohms, and the force range was 3-43 grams at 25 watts. The impedance was not above cut off value. As the physician was talking to other physicians, he stated that it could been something in the appendage when pulling the catheters out of the body or that he may have hit or bumped the appendage too hard with a catheter. The patient's base impedance was 135 ohms average. No steam pop was heard. Ablation was performed prior to noting the pericardial effusion (slow pathway modification for avnrt). The thermocool smarttouch sf was used on 8ml flow setting because he was burning at 25w. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31505805l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).